Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an over infusion and upstream occlusion. Tranexamic acid was infused within 30 minutes instead of 8 hours at a rate of 16 ml/hr during therapy (loading dose: 1g over 10 min and then 1 gram over 8 hours (16ml/hr)) the time lapsed was not provided. The event happened when the nurse to nurse handoff occurred in intensive care unit. The reporter reviewed the history log, the pump experienced an upstream occlusion. The incident was reported immediately to physician care. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within +/- 5% accuracy when tested at multiple flow rates. Device inspection found the door to close properly and no signs of abnormal wear on the hinges, valves or fingers. Troubleshooting the device revealed no hardware or software abnormalities. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.